Manufacturer narrative:
Device eval by manufacturer: the packaging with the device inside the box were returned for the analysis. It was possible to see that the original box had ripped and was wrinkled. Moreover, the suture with the key was outside of the package, and the flexible cannula was bent. No other issues were identified with the device.

Event description:
It was reported that device contamination occurred. A flexima catheter drainage was received with its package defective. A part of the product was outside of the package, and a visible tear was found in the inner packaging. The procedure was completed using a different device. There was no patient complications reported.